Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the front response button was non-functional. The cause for the failure was a damaged response button switch. Additionally the monitor was not properly detecting an ECG signal due to an open (B)(4) driven ground resistor on the computer/analog pca. The root cause for the damaged switch was excessive force. The root cause for the open resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the response buttons weren't working.